Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, and a visual and microscopic inspection noted that the clip assembly was fully deployed and the distal part of the catheter was unraveled and kinked. In addition, there was evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the returned clip assembly was fully deployed. Additionally, the distal part of the catheter was found unraveled and with a kinked, these problems are likely to have occurred due the manner as the device was handled and manipulated that may have caused the reported and encountered problem. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon to treat polyps during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was attached; however, it would not disengage from the catheter. There was a snap and crackle, but no pop sound. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon to treat polyps during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was attached; however, it would not disengage from the catheter. There was a snap and crackle, but no pop sound. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.